Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system received an inappropriate shock while gardening. Upon interrogation, the physician noted that the shock was delivered due to t-wave over-sensing. Boston scientific technical services (ts) was contacted for a device data review. Ts discussed that patient's rhythm morphology was variable which contributed to the t-wave over-sensing. Additionally, it was stated that this initial shock was ineffective at converting the arrhythmia, which led to a subsequent untreated episode. Potential programming options were provided. The physician reprogrammed the device's smartpass feature and scheduled an exercise test at a follow-up appointment in two weeks. In-clinic exercise testing was subsequently performed and new sensing template was acquired to mitigate the t-wave over-sensing. The physician is continuing with normal follow-up appointments. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) system received an inappropriate shock while gardening. Upon interrogation, the physician noted that the shock was delivered due to t-wave over-sensing. Boston scientific technical services (ts) was contacted for a device data review. Ts discussed that patient's rhythm morphology was variable which contributed to the t-wave over-sensing. Additionally, it was stated that this initial shock was ineffective at converting the arrhythmia, which led to a subsequent untreated episode. Potential programming options were provided. The physician reprogrammed the device's smartpass feature and scheduled an exercise test at a follow-up appointment in two weeks. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.